Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mild calcified renal artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until 10 atmospheres was reached. The device was removed without any problem, and the procedure was completed using this device. There were no patient complications as a result of this event.